Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that following the procedure, the patient experienced swelling and pain over the umbilical side. During mesh removal, it was discovered mesh adhesion and pus collection between the mesh and hernia sac. The culture was performed, but the surgeon did not collect a result. It was reported that film was absorbed. The patient¿s current status is stable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent incisional hernia repair on (B)(6) 2015 and mesh was implanted. Approximately one week post-operatively, the patient was admitted to the hospital again due to infection. On (B)(6) 2015, the patient underwent surgery to remove the mesh and suture was used to close the wound. Additional information has been requested.